Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not make fluoro exposures. This will cause the system to be unusable due to the loss of the live image. There is no report of injury or death associated with the event described in this complaint.